Manufacturer narrative:
Manufacturing and quality control data: the prosa® was manufactured by a qualified employee in july 2021. Deviations during assembly did not occur. This complaint is part of (B)(4) and involves the same patient. The valve was sterilized by miethke and released for shipment after final inspection. The prosa® has a normal pressure range of 0 to 40 cmh2o. The valve was inspected as article fv701t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve system is permeable. It could be observed that bloody fluid was flushed out. Adjustment test: the prosa® valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the given specifications. More force was needed to adjust. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve is not operating within the accepted tolerance in the vertical position. Further testing could not improve the values. During our measurement an increased flow of liquid was detected. Results: finally, we have dismantled the valve. Inside the valve we have found a minimal build-up of substances (likely protein). Based on our investigation, we confirm that the valve shows an increased flow of liquid, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shuntsystem was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to have been operating in overdrainage. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years, height: 164 centimeters (cm), weight: (B)(6) kilograms (kg), gender: female. Reference associated medwatch ID 3004721439-2021-00230.